Event description:
Further information was received indicating the patient came to the scheduled follow-up and the device was reprogrammed to vvi mode. No further information was available.

Event description:
During an in-clinic follow-up, undersensing was noted on the right atrial (ra) lead. Reprogramming was performed, however, far field r-wave oversensing and inappropriate mode switch were then also noted on the ra lead. Abbott technical support and the physician suspect lead dislodgement. No intervention was performed at this time. The patient was stable and will continue to be monitored.